Manufacturer narrative:
UDI = (B)(4); the fcr requested a reply from the clinic. To date, no additional information has been received. Boston scientific received information in march 2017 that this device had been reprogrammed back in (B)(6) 2017. No surgical intervention was required. Boston scientific received additional information that the onset date of this event was (B)(6) 2017. The device's sense vector was reprogrammed to secondary. The available information suggests that this device remains in-service. Boston scientific received information that this clinic nurse contacted boston scientific's technical services in late-(B)(6) 2017. The clinic nurse reported that this patient had received an inappropriate shock on (B)(6) 2017 due to t-wave oversensing. The patient was sitting on a sofa at the time of shock delivery. The device's sense vector had been programmed to secondary at the time of shock delivery. The clinic nurse mentioned that this is similar to an inappropriate shock that the patient received in (B)(6) 2018 with the device's sense vector programmed to primary. The alternate sense vector is not a good selection as the signal amplitude are even smaller. The post-shock impedance measurement is similar to the (B)(6) event at 148 ohms. The technical service's consultant suggested an automatic set-up and chest x-rays. An automatic screening could be performed to determine if the patient would pass at this time. Boston scientific received information from the clinic nurse that this patient has not been compliant with scheduled follow-up appointment. The patient has been scheduled in (B)(6) 2018. Boston scientific received information in february 2018 that this device and electrode were repositioned in mid-(B)(6) 2018.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts). The fcr was contacted by the physician about this patient, implanted with an s-ICD device, received an inappropriate shock associated with low amplitude signals and double-counting. The sense vector had been programmed to primary at the time of inappropriate shock delivery. The fcr reviewed the patient's medical chart and found that the device was repositioned from the original position at implant due to non-conversion and the need for external defibrillation. The device was repositioned to a more posterior position and the impedance measurement was 102 ohms. Induction testing was successful and no further intervention was reported. A review of the most recent episode found that the signal amplitude are small and the s-ECG signals are low. The recorded post-shock impedance was 148 ohms. When the patient is seen in-clinic for device and electrode assessment, ts suggested that the sense vector gain should be increased to 2x. All of the three s-ECG vectors should be printed and evaluated. A chest x-ray should be obtained to view the current device and electrode position to compare with the baseline.

Manufacturer narrative:
(B)(4). The fcr requested a reply from the clinic. To date, no additional information has been received. Boston scientific received information in march 2017 that this device had been reprogrammed back in (B)(6) 2017. No surgical intervention was required. Boston scientific received additional information that the onset date of this event was (B)(6) 2017. The device's sense vector was reprogrammed to secondary. The available information suggests that this device remains in-service. Boston scientific received information that this clinic nurse contacted boston scientific's technical services in late (B)(6) 2017. The clinic nurse reported that this patient had received an inappropriate shock on (B)(6) 2017 due to t-wave oversensing. The patient was sitting on a sofa at the time of shock delivery. The device's sense vector had been programmed to secondary at the time of shock delivery. The clinic nurse mentioned that this is similar to an inappropriate shock that the patient received in (B)(6) 2018 with the device's sense vector programmed to primary. The alternate sense vector is not a good selection as the signal amplitude are even smaller. The post-shock impedance measurement is similar to the (B)(6) event at 148 ohms. The technical service's consultant suggested an automatic set-up and chest x-rays. An automatic screening could be performed to determine if the patient would pass at this time. Boston scientific received information from the clinic nurse that this patient has not been compliant with scheduled follow-up appointment. The patient has been scheduled in (B)(6) 2018. Boston scientific received information in february 2018 that this device and electrode were repositioned in mid-(B)(6) 2018. A hospital business analyst reported in early (B)(6) 2018 that this implanted s-ICD system was explanted in mid-(B)(6) 2018 due to elective replacement. The electrode was not returned.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts). The fcr was contacted by the physician about this patient, implanted with an s-ICD device, received an inappropriate shock associated with low amplitude signals and double-counting. The sense vector had been programmed to primary at the time of inappropriate shock delivery. The fcr reviewed the patient's medical chart and found that the device was repositioned from the original position at implant due to non-conversion and the need for external defibrillation. The device was repositioned to a more posterior position and the impedance measurement was 102 ohms. Induction testing was successful and no further intervention was reported. A review of the most recent episode found that the signal amplitude are small and the s-ECG signals are low. The recorded post-shock impedance was 148 ohms. When the patient is seen in-clinic for device and electrode assessment, ts suggested that the sense vector gain should be increased to 2x. All of the three s-ECG vectors should be printed and evaluated. A chest x-ray should be obtained to view the current device and electrode position to compare with the baseline.